Event description:
Insulin gauge displayed an amount different than expected, showing a fill estimate of 115 units instead of the expected 300 or 260 units. There was no adverse impact to the customer¿s blood glucose level. The customer did not complete the necessary step to remove air from the cartridge. Tandem technical support educated the customer to perform this step before filling, and the customer acknowledged this guidance. The customer was instructed to disconnect and deliver a 10.2 unit bolus to update the insulin estimate, understanding that this would affect the insulin on board. The customer chose to continue using the current cartridge and will follow up if needed.